Event description:
A customer reported a malfunction on their pump, identified by code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to reset the malfunction code once they had access to the pump charging cable and, in the meantime, used backup insulin to manage their blood glucose.